Event description:
The user facility reported that they could smell a burning smell on the plastic housing on the batteries during a procedure. The device's battery casing was opened and it was discovered the battery was hot and was distorted in shape. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that they could smell a burning smell on the plastic housing on the batteries during a procedure. The device's battery casing was opened and it was discovered the battery was hot and was distorted in shape. There was no delay, no medical intervention, and no adverse consequences.